Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye observed a stain on the outside of the minicap which appeared to be dried iodine. The reported issue was not verified. The direct cause of event could not be determined; based on provided photo only and lack of sample for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿blemish¿ was observed on five (5) minicaps. This was observed during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 (lot #), d4 (expiration date), d4 (unique identifier (UDI) #), d9, h3, h6 (add b01/b14/b03, replace c13 with c19/c1601, replace d15 with d14/d0301) and h10. H10: one (1) actual sample and thirty-two (32) companion samples were received for evaluation. Visual inspection with the naked eye identified iodine staining on one (1) actual sample and nine (9) companion samples; no issues noted on twenty-three (23) companion samples. The reported condition was identified as iodine staining; this is not foreign matter. The cause of the staining was due to the manufacturing process. Iodine staining does not represent a breach in the sterile pathway; it is cosmetic with no impact on the product performance. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.